Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5041935. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5041602. UDI:(B)(4).

Event description:
It was reported that the patient experienced frequent and extended implantable pulse generator (ipg) charging despite troubleshooting attempts. Additionally, the leads exhibited abnormal impedances and patient lost pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.